Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user observed a purple ring indicator in the app and experienced hyperglycemia following her first meal announcement, with sensor readings rising to a reported peak of 389 mg/dl and remaining above 300 mg/dl for approximately 90 minutes before trending downward; she did not use backup therapy or ketone testing, and there was no professional medical intervention or hospitalization. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevation of blood glucose requiring monitoring without medical intervention. Investigation included troubleshooting and education focused on infusion site assessment, trend review, and guidance to continue monitoring and call back if glucose did not improve. Investigation of this case revealed no infusion set issues and no device malfunction identified, with the event occurring during initial system learning after a meal announcement and the glucose subsequently trending downward. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.